Event description:
It was reported that during an unknown procedure, it was observed that the stapler did not manage the release and advance o the mechanic suture although with proper device preparation and closure. Changed to a new one to complete the procedure with an unspecified delay. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2025. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? It was not 2. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Knife reverse switch. The suturer got stuck during operation. It fired and put stitches for half the load and then got stuck 3. Did the jaws eventually open? After the reverse yes 4. Did the device cut? Yes if so, how far? Half of the length of the reload attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #pcee45a, with lot/batch #c9el1x, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 07/14/2025. D4: batch #183d91. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with one ecr45g reload loaded on the device. The reload was received partially fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. The knife was noted damaged however, the cut was not noted to be jagged. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review- a manufacturing record evaluation was performed for the finished device batch number 183d91, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/11/2025. Corrected data: h4. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.